Event description:
The customer reported that the device stuck to tissue during the procedure and could not be released. The site contact was not able to provide additional details regarding the incident. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.